Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system locked up and would not stop fluoring during a case. The 9800 system had to be rebooted and the procedure was completed. No patient injury was reported.